Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of >500 mg/dl; cause was not known. The customer declined to troubleshoot with tandem technical support.